Event description:
It was reported that during a breast biopsy procedure, it was impossible to obtain samples. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.